Event description:
It was reported that the customer experienced low blood glucose readings and was treated by the paramedics. Customer stated that his insulin pump was suspended and his blood glucose readings still dropped rapidly. Customer was treated with glucose tablets and juice. Customer stated that the paramedics ensured that the customer was stable before leaving. Customer's settings were adjusted by the doctor and he seems to be doing fine. Customer stated that they were in an accident in the past; however, they were not wearing a medtronic pump at that time. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.